Event description:
Periodic review of items removed from reusable instrument trays during reprocessing was completed. Review showed that four impactor heads had broken at the point where they connect to the impactor handle.